Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance which triggered an out of range lead impedance warning. The ra lead remains in use. No patient complications have been reported as a result of this event.